Manufacturer narrative:
Block h6: device code a0501 captures the reportable event basket detached. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a zero tip basket device was used during a right ureteroscopy with laser lithotripsy and stent placement procedure. During the procedure, the patient underwent removal of the ureteral stones; however, subsequently a CT scan revealed a 12cm linear metallic wire in the right ureter of the patient. Reportedly, the retained basket was removed, and the procedure was completed with no patient complications.